Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout procedure, noise was noted on the right atrial (ra) lead. The device pocket was opened further and insulation damage on the lead was confirmed. The lead parameters were measured and it was decided to leave the lead in use and manage with programming options in the future if necessary. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.